Manufacturer narrative:
Product analysis # (B)(4): received extra dlu for code: egia60avm, lot: unk, 1 unit. In the pe # (B)(4) was opened for pli #30 and added the egia60avm dlu on the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a sleeve gastrectomy, the product device partially fired. The device jammed, no firing occurred and there was poor tissue dissection. There was tissue dehiscence. There was tissue damage. The damage was not permanent. There was poor staple formation. The device locked on tissue and was able to be worked off after a while using emergency unlock maneuver. The incomplete staple line was fixed by restapling with another efficient device, oversewing, and patching the omentum. The surgical time was extended by more than 30 minutes. There was no patient injury involved regarding the event. The patient was discharged in good health and follow up showed signs of leakage. There was no leakage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.